Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-oct-2018/ serial or lot#: (B)(6), UDI #: (B)(6), d9: no h3: no h4: mfg date:  31-oct-2017, h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-jul-2019 serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no h4: mfg date:  03-jul-2018, h5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 29-feb-2024/ serial or lot#:  (B)(6), UDI #: (B)(4), d9: no h3: no h4: mfg date:  02-feb-2023 h5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 30-jun-2018/ serial or lot#:  (B)(6), UDI #: (B)(4), d9: no h3: no h4: mfg date:  30-jun-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. This malfunction was reported in a duplicate regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were no new occurrences of motor starts with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (B)(6), (B)(4) controllers ((B)(6)), and the battery (B)(6)) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Log file analysis associated with (B)(6) revealed that this was the primary controller in use during the reported event date. A controller fault alarm logged on (B)(6)2024 at 15:56:46 indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. (B)(4) vad disconnect alarms were recorded on (B)(6)2024, indicating a physical disconnection of the driveline from the controller. Log file analysis associated with (B)(6) revealed (B)(4) vad disconnect alarms on (B)(6)2024 indicating that the driveline was not yet connected to the controller followed by a controller power up event with successful motor start at 16:14:21 which corresponds with the reported controller exchange. Log file analysis associated with (B)(6) revealed that the pump serial number and patient ID was not set up on the controller. Log file analysis revealed (B)(4) controller power up events and (B)(4)) vad disconnect alarms on (B)(6)2024 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchan ge attempt. Additionally, a power disconnect alarm was logged at 14:15:09 on (B)(6)2024. The cause of the alarm could not be determined as the unit was not available for analysis. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the vad disconnect alarms and controller power up events can be attributed to the reported controller exchange and/or troubleshooting. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported power disconnect alarm event can be attributed, but not limited, to a faulty cell pair, a faulty integrated circuit, an improper weld, and/or a soldering defect. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was anxious when the controller exhibited a controller fault alarm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient ventricular assist device (vad) controller exhibited a controller fault alarm due to internal battery end of life and vad disconnects alarms.  Additionally, review of log file data revealed several motor start events with  history multiple motor start events with parameters outside of the typical range.  It was also reported that one of the three controllers exhibited an unexpected loss of power and vad disconnects alarms. The third controller also exhibited an unexpected loss of power and vad disconnects alarms.  One battery exhibited power disconnect alarms.  The ventricular assist device (vad), two (2) controllers and the battery remains in use, the third controller was exchanged. No patient complications have been reported as a result of this event.